Manufacturer narrative:
(B)(4). An evaluation of a homechoice machine that was returned for this event revealed that a system error 2240 (air in lines/set) alarm occurred prior to the system error 2367 and resulted in the system error 2367. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred during peritoneal dialysis therapy on the homechoice. There was no report of patient injury or medical intervention reported. No additional information is available.